Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol was observed to be partially cracked and the patient experienced glare. In a follow up, the physician reported that the patient is doing well.

Manufacturer narrative:
The product was not returned for analysis. The returned photos show implanted iol. There appears to be dark, long line/mark present on the iol. The exact location of the mark cannot be confirmed. We are unable to confirm the reported complaint from the attached photo. Based on our observation of the attached photo, the returned picture shows implanted iol. There appears to be a dark mark/line present at the optic of the iol. The exact location of the mark/line cannot be confirmed from the attached picture. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).